Manufacturer narrative:
The dealer contacted the MFR stating the consumer's chair had smoke coming from the left motor gearbox. MFR confirmed there was no injury reported. The dealer stated the chair was still functional at the time of the event. The dealer replaced the motor and performed maintenance on chair and has discarded old parts. Assuming malfunction within the motor, no risk of fire is present. The motor is encased within a metal housing. The dealer stated the consumer was satisfied with the repairs, and the chair remains in service. MDR filed based on the notation in form FDA (B)(4) rec'd by invacare on (B)(4) 2010. As noted, no injury was reported. Further, risk of fire within the motor is discounted. Nonetheless, this MDR is being filed in response to form FDA (B)(4) notation.

Event description:
The consumer alleges there was smoke coming from the left motor gearbox. No injury is alleged.